Event description:
Boston scientific received information that this right ventricular lead exhibited high threshold measurements and low out of range pacing impedance measurements less than 200 ohms resulting in activation of the lead safety switch feature. Additionally, the patient experienced pocket stimulation in bipolar configuration, however, not in unipolar configuration. A lead insulation issue was suspected. A lead revision procedure was planned for a date in the future. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
10/5/15 - additional information was received, that this lead was explanted and replaced. The explant date was added. Upon receipt, the lead under complaint was found cut at approx. 23 cm distal to the is-1 connector pin into two segments. Both lead segments were returned for analysis. The inspection of the lead segments revealed a damaged insulation at 21.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer coil was found fractured. These damages can be considered to be the root cause for the high threshold measurements and low out of range pacing impedance measurements. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further inspection of the fragments revealed a deformed fixation helix which resulted most likely from strong pulling forces applied during the surgery. The analysis of the available segments did not reveal any sign of a material or manufacturing problem.